Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c- ring broke in half while pa was performing branch division. A second hemopro kit was opened and case was completed without issues and no harm to patient.

Manufacturer narrative:
(B)(4). The cannula was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Upon visual inspection the c-ring was observed to be transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint for reported failure mode ¿break-cannula-c-ring cut¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c- ring broke in half while pa was performing branch division. A second hemopro kit was opened and case was completed without issues and no harm to patient.